Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had no power and device not detected on bus. A field service engineer replaced pyxibus module and drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a station was blank with no power and device not detected on bus. The customer reported that the user was able to retrieve medications from another station. There were no adverse events or injuries reported based on this event.